Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a system upgrade procedure, a temporary loss of output was observed from the pulse generator upon removal from the pocket. No patient symptoms were reported. The device was explanted and replaced as planned.